Event description:
It was reported approximately seven months post implant that there was possible far field r-waves (ffrw) sensed on the atrial lead for several episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.